Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 325 mg/dl. Customer suspected that the cartridge was not pumping insulin resulting in elevated bg. A correction bolus was delivered and a supply change was performed to address bg. A system check was performed using the current supplies and the pump performed as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.